Event description:
Customer complains patient reaction during treatment (hd). Patient found it hard to breath and developed symptoms like vomiting, cardialgia and itching. The treatment was stopped and it was given dexamethasone acetate and adrenaline hydrochloride.